Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had pocket 1.2 failed. The field service engineer found that the mini tray is contacting the side facia of drawer. The fse adjusted the facia to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a failed pocket. The customer stated that pocket 1.2 is clicking but cannot open. There were no adverse events or injuries reported based on this event.